Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon functional testing fse found issue with collimator. To resolve the issue fse cleaned and verified the collimator frontal check of the system. Later this issue reoccurred and fse replaced the collimator. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform exposure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.